Manufacturer narrative:
(B)(4) the customer further advised that they had changed the device's charge pak assembly; however, both the charge pak and attention icons remained on the readiness display. The customer further advised that they believed the device was over 10 years old because the charge pak that had been replaced expired in 2005 and the device itself had not been examined since 2005. Physio-control advised the customer that the device is not field serviceable and no longer under warranty. Physio recommended that the customer permanently remove the device from service and obtain a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. The customer was unable to provide the serial number of the device as it was blurry and hard to read. There was no patient use associated with the reported event.